Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead product ID 977a260 (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the leads moving and wrapping themselves around the battery was believed to be associated with the anchoring technique. The patient was receiving adequate therapy and the issue had been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that ¿she doesn¿t think she is feeling any stimulation.¿ the patient was instructed to connect with the implant. The patient did so and stimulation showed that it was turned on. The patient was instructed to increase stimulation. The patient increased stimulation to 6.4v and still didn¿t feel stimulation. The patient decreased it down to the original amplitude and turned stimulation off as her MRI appointment was the day following the report. During troubleshooting, the patient noticed that the ¿check position¿ button was not highlighted and couldn¿t be pressed like the rest of the buttons. It was reviewed that this was likely because the adaptive stimulation was not turned on or programmed. The patient reported that she thought she had adaptive stimulation. The patient also reported that ¿it has been killing her hip.¿ the patient clarified that when stimulation was on, it hurts her hip. The patient reported that she was numbed up after surgery and started feeling that stimulation bothered her hip. The patient reported that it was ¿shaking up her hips¿ and it was worse than before she had the implant. Additional information was received from a manufacturer¿s representative (rep) on 2018-01-10. The rep reported that they were preparing for a revision of the patient¿s system due to issue previously reported. The rep reported that the patient was being revised due to pain at the hip and burning at the pocket site. The rep reported that they checked impedances today and only looked at reference 0; 4 contacts showed yellow and 12 were green. It was reviewed that referencing 0 was not enough to get an idea of what the system looked like. The rep also reported that when the patient had the ins on, she didn¿t feel paresthesia anywhere, but did feel burning at the pocket site. The rep reported that the patient felt like the battery was moving in the pocket. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product: ID 977a260, (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead product ID: 977a260, (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that a revision procedure was performed on the patient on (B)(6) 2018. After x-ray in the room, it was determined that the leads had moved from the original procedure and actually wrapped themselves around the battery. The device was removed, the original leads were taken out, new leads were put in and then the battery was put back in. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient had called because they are getting an MRI tomorrow and patient wanted to review instructions again as the patient is worried about having the MRI with their device. The instructions and MRI mode was accessed. It was recommended the patient bring their controller with to the MRI. The patient continued to express how nervous they were about having a MRI. It was also recommended the MRI facility to call if they have any questions or concerns. The patient added that "they don't think they are feeling any stimulation". The patient was instructed to increase stimulation. The patient increased to 6.4v and still did not feel stimulation. Patient decreased it down to original amplitude and turned stimulation off as their MRI appointment is tomorrow. During troubleshooting the patient noticed that the "check position" button was not highlighted and could not be pressed like the r est of the buttons. It was review with the patient this is likely because the adaptive stimulation (as) was not turned on or programmed. Patient said they thought they had as. No further complications were reported. No additional patient symptoms were reported.